Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (38 mg/dl). Reportedly, low bg levels were due to the customer setting the pump basal rate incorrectly. Reportedly, the customer became unconscious, and the paramedics were called. The customer was treated through glucagon and intravenous sugar water. Subsequently, customer's bg level rose to 280 mg/dl. Customer delivered a bolus to address elevated bg levels.